Event description:
No blood glucose levels reported. The father of the customer reported that the drive support cap of the insulin pump was sticking out and was causing the bottom part of the insulin pump to break. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The pump was received with a detached end cap, a cracked case at the display window corners, cracked display window and battery tube threads, missing end cap sticker, and minor scratches on the lcd window. The drive support cap was inspected, and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).